Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. Since there were no signs of previous moisture damage or corrosion on the electronic assembly, the problem appears to be due to the electronics itself. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump receive low battery alert. The customer¿s blood glucose level was 11 mmol/l. Customer was calling back after previously completing low battery troubleshoot within 1 week. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.